Event description:
New information noted that the lead was replaced on (B)(6) 2016. There were no problems related to the procedure.

Event description:
New information indicated that the lead continued to exhibit high impedance. The patient was doing fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance. All other electrical parameters were stable. The patient was asymptomatic. The device was reprogrammed and the patient would continue to be monitored.